Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an unrelated procedure conductor externalization was noted on the right ventricular lead. The lead was examined under x-ray and the externalization was confirmed. The lead had historically high pacing thresholds and no sensing. The lead was capped on (B)(6) 2018 and a new lead was implanted.